Event description:
Nurse had drawn blood and was using a one-handed technique to recap her needle. When she put the needle into the shield, the needle poked through the side of the shield and punctured her finger. She was seen in emergency room and started on human immunodeficiency virus cocktail. Practice of recapping of needle is not advisable as per universal precautions.